Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but no lead damage was observed on the rv lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating provocative testing was performed and the noise was reproduced. R wave amplitude variation was also noted. It was suspected there was a lack of lead slack. No further intervention was performed. The patient was stable and will continue to be monitored.